Manufacturer narrative:
Driveline site infection/tissue errosion/tissue damage are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection/tissue errosion/tissue damage are known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
It was reported from the site the by the vad coordinator that during routine patient updates, patient was admitted from home on (B)(6) 2016 with c/o pain, tenderness, and redness at the driveline exit site. Patient denies any trauma to the exit site. It was stated that there was no need for surgical intervention. The patient was discharge home on (B)(6) 2016 and to date, his driveline site has looked better in follow-up clinic visits while on the antibiotic therapy. Patient remains status 1a currently with unos due to driveline infection until his follow-up appointment with infectious disease to determine if the infection is cleared or not. No additional information available.